Event description:
Customer stated a blood glucose test was run with a high result of 180mg/dl. The customer stated in 2005 result was receive of 147mg/dl and the customer took 19 units of insulin. The customer prepated dinner and ate. Later the customer passed out. No treatment was received. No controls were in use. A request was made for return product and replacement product was sent.